Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 02/2024).

Event description:
It was reported that during an ultrasound guided prostate biopsy procedure, the device allegedly failed to obtain samples. It was further reported that device allegedly failed to fire. Reportedly, the first or second slide released from primed position without pushing the trigger. A coaxial needle was not used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. On visual evaluation, the device appeared to have blood residue throughout and the device was received in a condition where both the slides were in their initial positions. On functional evaluation, the device was able to prime fully with no issues. On further evaluation, the device was cocked and fired into the chicken breast for three times with each trigger, for a total of six tests. The device was able to prime and fire properly. All six samples were obtained with no issues. On additional evaluation, the drop test was performed and the device passed the drop test. On further evaluation, the device was examined under the x-ray for the cannula tang engagement and it showed that the cannula tangs were fully engaging with the device housing. Therefore, the investigation for the reported failure to fire is unconfirmed as the device was able to prime and fire properly with no issues. Therefore, the investigation for the reported failure to obtain samples is unconfirmed as the device was able to obtain six samples successfully. Therefore, the investigation for the reported self activation is unconfirmed as the device passed the drop test during evaluation. A definitive root cause for the alleged failure to fire, failure to obtain samples and self-activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 02/2024), g3, h6(method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided prostate biopsy procedure, the device allegedly failed to obtain samples. It was further reported that device allegedly failed to fire. Reportedly, the first or second slide release from primed position without pushing the trigger. A coaxial needle was not used. The procedure was completed using another device. There was no reported patient injury.